Event description:
It was reported that during a da vinci-assisted surgical abdominoperineal resection (arp) procedure, the customer encountered a persistent message stating the head sensor blocked on surgeon side console (ssc) 2. Two consoles connected to system at time of issue. The error prevented the users from giving control of instruments from ssc1 to ssc2. The surgery proceeded using only one ssc. Prior to contacting intuitive surgical, inc. (Isi) technical support engineer (tse), the customer power cycled the system including reseating of blue fiber cables (bfc), but issue persisted. The tse verified presence of error 508 in the system logs, pointing at sensor 2 in ssc2 being blocked. The tse requested customer to check and clear any physical obstructions of the head sensors. No blockage found; error persisted. The tse informed that field service engineer (fse) would have to visit to resolve the issue. The surgery would be completed using the remaining console. The issue did not affect surgery or patient outcome. The procedure was completed as planned with no reports of patient harm, adverse outcome or injury with no delays.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) replaced the configurable (cfg) and head sensor transmitter to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on field evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.